Manufacturer narrative:
A field service technician evaluated and repaired the device. Shocks believed to be just from static. Replaced batteries and armpads for consumer. Device is working properly.

Event description:
Alleges powerchair is shocking consumer and leaving black marks on her.

Manufacturer narrative:
The date of event has not been provided. The device has not been made available for evaluation at time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Alleges powerchair is shocking consumer and leaving black marks on her.